Event description:
It was reported that the patient presented remotely showing episodes of both post-paced and post-sensed t-wave oversensing and r wave under-sensing on the right ventricular (rv) lead. No changes or intervention was reported. There were no reported patient consequences related to the event.